Event description:
Patient reported having concern with the infusion device. Patient stated that during the bolus operation the device turns off and then turns on again unexpectedly. Patient reported the battery in use is new and he changed that twice; issue persists. Patient stated he also changed the battery cover. Patient reported that he did not experience hyperglycemia due to the concern. Patient stated the infusion device did not deliver any warnings or alarms. Patient is currently using the backup infusion device. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.